Event description:
One endeavor sprint rx drug-eluting stent was implanted at the 2nd obtuse marginal, as treatment of the target lesion. It is reported that there was dissection of ostial om2 covered with stent.

Manufacturer narrative:
Secondary intervention, additional stent implanted - evaluation results: dissection.